Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance from tandem technical support with the bolus calculations of the pump. Reportedly, the customer programmed a bolus for a carbohydrates (carbs) value of 45 grams (g) and a blood glucose (bg) value of 128 (mg/dl), the pump did not recommend a bolus. However, when the customer programmed a bolus for a carbs value of 30g and a bg value of 128 (mg/dl), the pump recommended a bolus of 5 units. Tandem technical support educated the customer that for the first bolus entry if the option to reduce the bolus size had been inadvertently selected, the pump would suggest that a bolus not be delivered based on the customer's insulin on board (iob) at the time of the event. The customer acknowledged the information. Reportedly, due to misunderstanding the bolus calculations on the pump, the customer delivering 5 units of insulin. During a follow-up call, the customer reported that bg level returned to target range of 192 mg/dl, and that the issue was resolved. Although requested, no further information on the event was provided by the customer.